Manufacturer narrative:
Reliability analysis inspected 3 random sealed reservoirs performed pre-fill reservoirs. Reservoirs and transfer guards passed per inspection found it easy to fill. No occluded anomaly was observed during filling process. Reservoirs connected/locked in place properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that he was having difficulties filling the reservoir. Customer was unable to push plunger to push the air into the insulin vial. Customer's blood glucose was 50 mg/dl. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.